Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded esc and act keypad trace. No button error alarm or moisture damage inside device was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been alarming button error after it was exposed to sweat. Blood glucose value was 131 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.